Manufacturer narrative:
(B)(4).

Event description:
Customer informs that the mesh did not adhere correctly so it was implanted but had to put stitches to fix it. Sample is not going to be returned as it was implanted in patient.

Manufacturer narrative:
(B)(4).